Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic / chronic') and genital haemorrhage ('gen. Abnorm. Bleed, abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy bleeding"), cystitis ("bladder/urinary problems: bladder problem/infection"), fatigue ("other injuries/symptoms: fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("abdominal pain lower") and was found to have weight increased ("other injuries/symptoms: weight gain") and hormone level abnormal ("hormonal changes describe: unsure"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, cystitis, fatigue, weight increased, vaginal haemorrhage, abdominal pain lower and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in removal dates: (B)(6) 2018, (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: reporter information added. New events - abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: bladder clubbed with bladder disorder, weight gain / loss specify which one: weight gain, plaintiff does not undergo essure confirmation test, lower abdominal pain, hormonal changes were added. Severity of event abdominal pain lower, menorrhagia were updated as severe. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic / chronic') and genital haemorrhage ('gen. Abnorm. Bleed, abnormal bleeding (general)') in an adult female patient who had essure (batch no. B6626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure confirmation test". The patient's medical history included uterine dilation and curettage, uterine haemorrhage, peritoneal cyst, adenomyosis and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy bleeding"), cystitis ("bladder/urinary problems: bladder problem/infection"), fatigue ("other injuries/symptoms: fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("abdominal pain lower") and was found to have weight increased ("other injuries/symptoms: weight gain") and hormone level abnormal ("hormonal changes describe: unsure"). The patient was treated with surgery (hysterectomy/laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, cystitis, fatigue, weight increased, vaginal haemorrhage, abdominal pain lower and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in removal dates: (B)(6) 2018. Discrepancy noted: insertion date as per mr is (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 3-feb-2021: mr received. Reporter information, lot no, other relevant history, auto-narrative supplement added and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic / chronic') and genital haemorrhage ('gen. Abnorm. Bleed, abnormal bleeding (general)') in an adult female patient who had essure (batch no. B6626-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure confirmation test". The patient's medical history included uterine dilation and curettage, uterine haemorrhage, peritoneal cyst, adenomyosis and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy bleeding"), cystitis ("bladder/urinary problems: bladder problem/infection"), fatigue ("other injuries/symptoms: fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("abdominal pain lower") and was found to have weight increased ("other injuries/symptoms: weight gain") and hormone level abnormal ("hormonal changes describe: unsure"). The patient was treated with surgery (hysterectomy/laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, cystitis, fatigue, weight increased, vaginal haemorrhage, abdominal pain lower and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in removal dates: (B)(6)2018, (B)(6)2018 discrepancy noted: insertion date as per mr is (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Lot number reported (b6626) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic / chronic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems: bladder probs") and fatigue ("other injuries/symptoms: fatigue") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (on (B)(6) 2018 essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, bladder disorder, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received reporter information was added. Case become incident injury nos updated with new event added pelvic pain, apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia, genital bleeding, bladder problems, fatigue, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.